Manufacturer narrative:
The explant date is unknow. A gfe was sent to request the device explant date. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction approximately nine days after receiving an insertable cardiac monitor (icm) implant. The reaction may have been caused by the dermabond used during the procedure. The icm was explanted. No additional adverse effects were reported.

Manufacturer narrative:
The explant date is unknown. A gfe was sent to request the device explant date. If pertinent information is provided in the future, a supplemental report will be submitted. The supplemental update was made to remove a code from the coding table because the patient was not hospitalized.

Event description:
It was reported that the patient experienced an allergic reaction approximately nine days after receiving an insertable cardiac monitor (icm) implant. The reaction may have been caused by the dermabond used during the procedure. The icm was explanted. No additional adverse effects were reported.

Manufacturer narrative:
The explant date is unknown. A gfe was sent to request the device explant date. If pertinent information is provided in the future, a supplemental report will be submitted. The supplemental update was made to remove a code from the coding table because the patient was not hospitalized. The supplemental update was made to evaluation conclusion codes and evaluation method codes (h6) section device manufacturers only.

Event description:
It was reported that the patient experienced an allergic reaction approximately nine days after receiving an insertable cardiac monitor (icm) implant. The reaction may have been caused by the dermabond used during the procedure. The icm was explanted. No additional adverse effects were reported. Additional information and confirm the icm will be returned for analysis. 07/23/2025 - the product was not returned to boston scientific; no product analysis could be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. As a result, cause code "known inherent risk of device" was added. There is no impact to the reporting decision/type (remains MDR = no, non-reportable malfunction), regulatory report (not required) or other impacts to the complaint record based on the closed product investigation record. Lcm